Event description:
A healthcare facility in (B)(6) reported that a pt had condensation in their airway while being treated with a mr850 respiratory humidifier and an rt235 infant breathing circuit.

Manufacturer narrative:
(B)(4). We are currently seeing further info regarding this event. We will provide a follow up report with the results of our investigation.